Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed lost sensor. Customer's blood glucose levels ranged from 36 to 250 mg/dl. Customer treated her low blood glucose with orange juice and icing. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's low blood glucose issue could not be determined. Although, customer thought that she may have over calculated her insulin needs the night before. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not being returned or replaced.